Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. Corrected: g1. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that univ-chuck w/t-handle was received in assemble conditoin with a rod that wa cut. A dimensional inspection for the univ-chuck w/t-handle was not performed due to post maufacturing damage. A functional test was preformed to attempt dissasemble the devices, the handle was rotate to open the jaws and release the rod, however device functionality does not work properly and the handle was detached from the rest of the device. The complaint condition was able to be replicated. A potential reason for this condition can be traced to a possible damage of the internal components of the mechanism consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. Per the event description tightened the guide rod too hard and that it became hard and could not be removed due to the hammering effect when inserting it into the medullary cavity. The overall complaint was confirmed as the observed condition of the univ-chuck w/t-handle would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 393.100-15. Lot number: 32509p2. Manufacturing site: hägendorf. Release to warehouse date:08-nov-2024. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery with the t handle. The t-handle was used during surgery to grasp the guide rod (3.0-950mm) and insert it into the medullary cavity. When the surgeon tried to remove the guide rod, they became hard and could not be removed. The guide rod was cut with wire cutters, and the other guide rod was used without any problems. The surgery was completed successfully with no delay. The sales rep and the surgeon have discussed that the surgeon tightened the guide rod too hard and that it became hard and could not be removed due to the hammering effect when inserting it into the medullary cavity.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.